Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the aneurysm procedure at left internal carotid artery-ophthalmic (c6 segment) the subject flow diverting stent was used. While implantation there was incomplete opposition of the subject flow diverter stent on its proximal end from the terminal segment to intracavernous segment of internal artery. No clinical consequences were reported to the patient due to this event. No additional information available.

Manufacturer narrative:
H4 manufacturing date ¿ added d4 expiration date ¿ added d4 lot# - corrected due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported "stent failed/unable to open".

Event description:
It was reported that during the aneurysm procedure at left internal carotid artery-ophthalmic (c6 segment) the subject flow diverting stent was used. While implantation there was incomplete opposition of the subject flow diverter stent on its proximal end from the terminal segment to intracavernous segment of internal artery. No clinical consequences were reported to the patient due to this event. No additional information available.